Event description:
A malfunction was reported on the pump, which displayed malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed and assisted by technical support to reset the pump, after which the malfunction code did not recur. The customer was informed to call back if any issues reoccur.